Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient couldn't get their recharger to work because it wouldn't charge. The patient plugged the recharger into the desktop charger and recharger showed "charge recharger now" screen even when it was plugged in. The patient reported not feeling stimulation and not knowing how far charged up the ins was. The patient was advised to check ins with their programmer which showed the "charge ins now" screen. Therapy was off and patient was told they could charge up once they received their replacement recharger. No further complications reported at this time additional information was received from the patient who reported their system is not working at all and they are unable to tell if it's on. The patient reported the trial was great but implant is not the same.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported they had their settings changed from 9.6 to 3.3. The charging situation has changed but not much relief from pain. The patient would like a setting that is a little higher and would help the pain. No further complications reported and/or anticipated at this time,